Event description:
As reported, in 2008, this pt underwent endovascular repair using gore tag thoracic endoprosthesis. A reintervention took place at approx 80 days later, due to an endoleak originating from left subclavian artery. An additional device was implanted. The pt is doing fine.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.